Manufacturer narrative:
System check data provided to bec indicate acceptable performance (B)(6) 2012 through (B)(6) 2013. Data provided also showed that calibration curve from (B)(6) 2013 passed. The sample was centrifuged at 2800g for 15 minutes. The sample was sent to bec for testing. The sample was centrifuged and tested on a tbhcg reagent pack and the sample gave reproducible negative results of 0.02 and 0.02 miu/ml. The customer's positive results could not be reproduced and investigation did not demonstrate a reagent issue.

Event description:
A customer contacted beckman coulter (bec) to report erroneous non-reproducible elevated total beta human chorionic gonadotropin (tbhcg) results generated by an access 2 immunoassay system. A non-pregnant female patient was tested positive for tbhcg. Upon retesting on the same instrument, the result was negative. Quality control (qc) on the day of the incident was within the laboratory's established ranges. The positive tbhcg patient result of 19miu/ml was obtained 2 hours after the qc run (at 14:50). Repeat result of 0miu/ml was obtained at 16:28 on the same day. There was no change to or impact on patient treatment with regard to this incident.

Manufacturer narrative:
Updated suspect medical device from access 2 immunoassay system to access total bhcg. The root cause for this incident was investigated under a CAPA action. The CAPA investigation determined that the root cause of the falsely elevated total bhcg results was attributed to the following: improper system operation and maintenance including centrifuge, automation components, and immunoassay instrumentation. Not following tube manufacturers requirements for handling and sample collection. And also may be attributed to: improper sample storage. Interfering substances.

Manufacturer narrative:
(B)(4).